Event description:
It was reported that during a da vinci-assisted surgical procedure the force bipolar instrument would not release tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a 0.0380¿ offset at the tips. This causes the tips not to straighten. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additionally, isi followed up with the initial reporter and obtained the following additional information: when the surgeon used the force bipolar instrument, they did not feel it was cauterizing effectively and tissue was sticking to the instrument when they would open the jaws. The surgeon asked for the instrument to be replaced. It was replaced and the procedure was completed without additional issues. The case being performed was a robotic assisted laparoscopic pyeloplasty. The instrument was in use for approximately 2 hours before the reported event. There were no issues with tissue being caught in the instrument that was noticed. The surgeon was able to get the tissue release with just slight manipulation/movement of the force bipolar instrument. The only impact on the procedure was the additional time during the case it took to replace the instrument with a replacement. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.